Event description:
This report involves an electrical shock caused by a blood pressure monitor manufactured under the corporation named "homedics theraip. 3000 pontiac trail, I purchased the monitor and commenced using in 2008. The monitor was plugged into the same outlet from that day until today - 2009. When I unplugged the monitor from that outlet this morning, the cover on the electrical plug detached and I received a shock that ran from my right hand to my right shoulder. A circuit board is built into the electrical plug and contact with the circuit board is what caused the shock. I called homedics today to report the incident and received an offer from the customer relations department to have the "unit" picked up by united parcel service ups - so that homedics could "look the unit over." The customer relations woman stated that there had been no previous reports with the plug for the monitor. Although I wasn't seriously or permanently injured I view this as a defect that should be publicized before someone is seriously injured. I attempted to report this through the consumer product safety commission who referred me to your organization.